Event description:
It was reported that during an unknown procedure the device misfired. No patient harm was reported.

Manufacturer narrative:
(B)(4) date sent: 3/4/2024 d4: batch # unk b3: event day and month unknown. Captured as 1/1/24. Additional information was requested, and the following was obtained: please clarify what is meant by "misfired": surgeon went to fire the stapler and received feedback. Reload became dislodged while attempting to fire. The stapler did not complete a full cycle, no staples were deployed, and the knife did not cut. Stapler was removed by using the home button. Surgeon was a newer user and unaware that the feedback he received was what the device was supposed to do. Surgeon used a competitor¿s device to complete. No adverse consequences for the patient. Which reload color was used? White what anatomical structure was stapled with this device? Renal vein * did the device deliver any staples? No staples were deployed if yes, were the staples formed properly? Na if yes, was the staple line complete? Na * did the device cut? No if yes, was the cut line complete? Na if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Na * was there any difficulty opening the device? No, home button was used to open device. If yes, how was the device removed from the patient? If yes, did the jaws eventually open? An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4), date sent: 4/3/2024. Additional information: please clarify what is meant by "misfired": surgeon went to fire the stapler and received feedback. Reload became dislodged while attempting to fire. The stapler did not complete a full cycle, no staples were deployed, and the knife did not cut. Stapler was removed by using the home button. Surgeon was a newer user and unaware that the feedback he received was what the device was supposed to do. Surgeon used a competitor¿s device to complete. No adverse consequences for the patient. Which reload color was used? White. What anatomical structure was stapled with this device? Renal vein. Did the device deliver any staples? No staples were deployed. Did the device cut? No. Was there any difficulty opening the device? No, home button was used to open device. If yes, how was the device removed from the patient? If yes, did the jaws eventually open?

Manufacturer narrative:
(B)(4), date sent: 4/17/2024. D4: batch # 692c17. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with a gst45w reload present. The reload was received unfired. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The returned reload was placed and removed with no issues noted in a test device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 692c17, and no non-conformances were identified.